Manufacturer narrative:
Device passed self test and displacement test. Device received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Device received with cracked reservoir tube lip, cracked battery tube threads, cracked case, cracked case from display window corner and stained end cap sticker. The test infusion set and reservoir does lock into place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a button anomaly. Customer stated that button error alarm not accepted. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.